Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a common iliac percutaneous transluminal angioplasty and stenting treatment procedure, stent dislodgement occurred. The physician was attempting to treat a 2cmx8mm, eccentric shaped, de novo lesion located in the calcified right common iliac artery with an 8.0x30x75cm express biliary ld stent. Vascular access was obtained in the right femoral. The lesion was not pre-dilated. The physician advanced the express biliary ld stent delivery system (sds) through a 6fr short sheath and to the lesion. However, some resistance was encountered crossing the lesion. Once the sds had crossed the lesion, the stent dislodged from the catheter in the right common iliac artery. The physician switched out the 6fr short sheath for a 9fr long sheath and was able to capture the stent in this sheath. The procedure was completed successfully with another express ld stent. There were no reported patient complications and the patient status post-procedure is listed as "ok".